Event description:
The manufacturer received information alleging when trying to adjust the time, the plus button for the minutes was in a continuously pressed state. After a few minutes, the touch panel became unresponsive. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Issue was confirmed to be a software-related issue. Device was reset by placing it in deep sleep (power off for more than 5 minutes with the ac cord unplugged) to resolve the issue. The device could be used normally after the reset. Additionally, un-related to the touch panel issue, the alarm sound had a muffled tone. During evaluation of device at manufacturer service center, muffled alarm was not confirmed. Check of error log did find a generic informational error code. A functional test was performed, and all items passed.